Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and compromised forced sensor system and excessive no delivery test or verify motor error alarm due to blank display.

Event description:
The customer reported via phone call that their device experience more than one motor error alarm within the last thirty days. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 110 mg/dl. Customer was advice disconnect from device and to refer to their healthcare provider¿s instructions. No further details or information available. The device will be returned for analysis.